Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain; left and right pelvic area, sometimes both at same time, sometimes alternating') and suicidal ideation ('passive suicidal thoughts') in an adult female patient who had essure (batch no. A63346, 882190, a63345) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included clindamycin. The patient's medical history included gravida ii, parity 2, anxiety, depression and migraine. Previously administered products included for an unreported indication: birth controll pills from 2011 to 2012 and mirena from 2006 to 2011. Concurrent conditions included idiopathic hypersomnia, vaginal bleeding, overweight and pericarditis. Concomitant products included citalopram, colchicine since 2019, hydrocodone, magnesium oxide, modafinil, modafinil (provigil) from 2018 to 2019, naproxen, paracetamol (acetaminophen), ranitidine, rizatriptan, spironolactone, tizanidine hydrochloride (zanaflex) since 2011, topiramate, topiramate (topamax) from 2014 to 2019 and tretinoin. On an unknown date, the patient started clindamycin at an unspecified dose and frequency. On (B)(6)2011, the patient had essure inserted. In (B)(6)2013, the patient was found to have uterine leiomyoma ("uterine fibroids") and experienced ovarian cyst ("ovarian cysts"). In (B)(6)2014, the patient experienced vulvovaginal pain ("pain; knife-like stabbing pain in vaginal area, off and on"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2016, the patient experienced night sweats ("night sweats"), hot flush ("hot flashes"), depression ("depression") and crying ("crying spells"). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2017, the patient experienced fatigue ("fatigue") and hypersomnia ("hypersomnia"). In (B)(6)2017, the patient experienced nausea ("nausea"). In (B)(6)2018, the patient experienced constipation ("constipation") and diarrhoea ("diarrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal infection ("vaginal infections"), anxiety ("anxiety"), abdominal distension ("bloating,") and suicidal ideation (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, depression, dyspareunia, vulvovaginal pain, suicidal ideation and crying had resolved, the mood swings, night sweats, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, anxiety, uterine leiomyoma, ovarian cyst, nausea, dysmenorrhoea, vaginal discharge, weight increased, abdominal distension, constipation and diarrhoea outcome was unknown and the fatigue and hypersomnia was resolving. The reporter considered abdominal distension, anxiety, constipation, crying, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hot flush, hypersomnia, menorrhagia, mood swings, nausea, night sweats, ovarian cyst, pelvic pain, suicidal ideation, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6)2012, (B)(6)2013 and removal date: (B)(6)2018. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - in (B)(6)2013: total bilateral occlusion. Lot number: 882190 manufacture date: 2011-07 expiration date: 2014-07. Lot number: a63345 manufacture date: 2012-10 expiration date: 2015-10 . Lot number: a63346 manufacture date: 2012-10 expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: quality safety evaluation of ptc. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain; left and right pelvic area, sometimes both at same time, sometimes alternating'), suicidal ideation ('passive suicidal thoughts') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. A63346, 882190, a63345) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included clindamycin. The patient's medical history included gravida ii, parity 2, anxiety, depression and migraine. Previously administered products included for an unreported indication: birth controll pills from 2011 to 2012 and mirena from 2006 to 2011. Concurrent conditions included idiopathic hypersomnia, vaginal bleeding, overweight and pericarditis. Concomitant products included citalopram, colchicine since 2019, hydrocodone, magnesium oxide, modafinil, modafinil (provigil) from 2018 to 2019, naproxen, paracetamol (acetaminophen), ranitidine, rizatriptan, spironolactone, tizanidine hydrochloride (zanaflex) since 2011, topiramate, topiramate (topamax) from 2014 to 2019 and tretinoin. On an unknown date, the patient started clindamycin at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient was found to have uterine leiomyoma ("uterine fibroids") and experienced ovarian cyst ("ovarian cysts"). In (B)(6) 2014, the patient experienced vulvovaginal pain ("pain; knife-like stabbing pain in vaginal area, off and on"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced night sweats ("night sweats"), hot flush ("hot flashes"), depression ("depression/ psych injury") and crying ("crying spells"). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced fatigue ("fatigue") and hypersomnia ("hypersomnia"). In (B)(6) 2017, the patient experienced nausea ("nausea"). In (B)(6) 2018, the patient experienced constipation ("constipation") and diarrhoea ("diarrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings/ hormonal changes"), vaginal infection ("vaginal infections"), anxiety ("anxiety"), abdominal distension ("bloating,"), suicidal ideation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, mood swings, female sexual dysfunction, depression, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, vulvovaginal pain, suicidal ideation, crying and gastrointestinal disorder had resolved, the night sweats, vaginal haemorrhage, menorrhagia, vaginal infection, anxiety, uterine leiomyoma, ovarian cyst, vaginal discharge, abdominal distension, constipation, diarrhoea, genital haemorrhage, bladder disorder and urinary tract disorder outcome was unknown and the hypersomnia was resolving. The reporter considered abdominal distension, anxiety, bladder disorder, constipation, crying, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hot flush, hypersomnia, menorrhagia, mood swings, nausea, night sweats, ovarian cyst, pelvic pain, suicidal ideation, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2012, (B)(6) 2013 and removal date: (B)(6) 2018. Current weight 170 lbs. Patient receive treatment for bladder/urinary tract problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Lot number: 882190, manufacture date: 2011-07, expiration date: 2014-07 . Lot number: a63345, manufacture date: 2012-10, expiration date: 2015-10. Lot number: a63346, manufacture date: 2012-10, expiration date: 2015-10 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: new pfs received- new events added: general abnormal bleeding, bladder problems, urinary tarct disorder, gi conditions.hormonal changes event is clubbed with mood swings event.outcome of events pain, other from unknown to recovered/resolved were updated. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain; left and right pelvic area, sometimes both at same time, sometimes alternating') and suicidal ideation ('passive suicidal thoughts') in an adult female patient who had essure (batch no. A63346, 882190, a63345) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included clindamycin. The patient's medical history included gravida ii, parity 2, anxiety, depression and migraine. Previously administered products included for an unreported indication: birth control pills from 2011 to 2012 and mirena from 2006 to 2011. Concurrent conditions included idiopathic hypersomnia, vaginal bleeding, overweight and pericarditis. Concomitant products included citalopram, colchicine since 2019, hydrocodone, magnesium oxide, modafinil, modafinil (provigil) from 2018 to 2019, naproxen, paracetamol (acetaminophen), ranitidine, rizatriptan, spironolactone, tizanidine hydrochloride (zanaflex) since 2011, topiramate, topiramate (topamax) from 2014 to 2019 and tretinoin. On an unknown date, the patient started clindamycin at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient was found to have uterine leiomyoma ("uterine fibroids") and experienced ovarian cyst ("ovarian cysts"). In (B)(6) 2014, the patient experienced vulvovaginal pain ("pain; knife-like stabbing pain in vaginal area, off and on"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced night sweats ("night sweats"), hot flush ("hot flashes"), depression ("depression") and crying ("crying spells"). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced fatigue ("fatigue") and hypersomnia ("hypersomnia"). In february 2017, the patient experienced nausea ("nausea"). In (B)(6) 2018, the patient experienced constipation ("constipation") and diarrhoea ("diarrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal infection ("vaginal infections"), anxiety ("anxiety"), abdominal distension ("bloating,") and suicidal ideation (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, depression, dyspareunia, vulvovaginal pain, suicidal ideation and crying had resolved, the mood swings, night sweats, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, anxiety, uterine leiomyoma, ovarian cyst, nausea, dysmenorrhoea, vaginal discharge, weight increased, abdominal distension, constipation and diarrhoea outcome was unknown and the fatigue and hypersomnia was resolving. The reporter considered abdominal distension, anxiety, constipation, crying, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hot flush, hypersomnia, menorrhagia, mood swings, nausea, night sweats, ovarian cyst, pelvic pain, suicidal ideation, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2012, (B)(6) 2013 and removal date: (B)(6) 2018. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-oct-2019: mr received. Processed with follow up no.03. Case becomes an incident. Lot number was added. Injury event was removed. New event added: medical device removal. Concomitant drugs, concomitant conditions and medical history were added. On 22-oct-2019: pfs received. Processed with follow up no.02. Lot number was added. Previously added event medical device removal was removed. New events added: mood swings, night sweats and hot flashes, abnormal bleeding(vaginal), menorrhagia, vaginal infections, apareunia, depression, anxiety,uterine fibroids and ovarian cysts,nausea, dysmenorrhea (cramping), dyspareunia, vaginal discharge, fatigue, weight gain, bloating, constipation, diarrhea, vaginal pain, hypersomnia, passive suicidal thoughts, crying spells. Outcome of the events vaginal pain, hypersomnia, passive suicidal thoughts, crying spells, pelvic pain, depression, dyspareunia were updated recovered/resolved and outcome of the events fatigue and hypersomnia were updated to recovering/resolving. Concomitant drugs, concomitant conditions and reporters were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.